Manufacturer narrative:
Results: the first velocity delivery microcatheter (velocity) returned had a slight bend under its stretched strain relief. There was no visible damage to the penumbra system ace 68 reperfusion catheter (ace68) or second velocity returned. Conclusions: evaluation of the returned velocity revealed the strain relief was stretched and was bent in the same region. This damage is typically a result of retracting the catheter while a gripping force is applied to the strain relief. This is further supported by the slight bend in the catheter under damaged strain relief. The device was able to advance through the returned ace68 without issue. There was no damage to the returned ace68 or second velocity. The second velocity was not mentioned in the complaint and had no complaint allegation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity). During the procedure, a guide wire became stuck within the velocity while advancing, and the physician then noticed that the strain relief of the velocity was beginning to unwind as it was advanced into a penumbra system ace 68 reperfusion catheter (ace68). The physician therefore removed the guide wire, the velocity, and the ace68 at the same time. The procedure was completed using a new ace68 and a new non-penumbra microcatheter. On (B)(6) 2017; a second velocity that was not initially mentioned in the complaint was returned with no alleged deficiency against the velocity. Additionally, there was no report of an adverse effect to the patient.